Manufacturer narrative:
The complaint states thjr revision performed on (B)(6) 2017 at (B)(6) hospital. Patient experiencing pain - as per surgeon . Thjr revised to assess. Shell loose due to time in situ and patient biology - as per surgeon. Second revision for this patient. First revision was in 2004. Date of primary unknown. Depuy product not used to replace shell and liner. Solution stem remains in situ. Ts ceramic head 32 +8.5 implanted. Rep was present at the case. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient experiencing pain - as per surgeon . Shell loose due to time in situ and patient biology - as per surgeon.